Manufacturer narrative:
D9: device received on 7/31/2024. One device was returned for repair in used condition. There was downstream occlusion (dso) moderate air bubbling, scratched lcd lens, and broken battery compartment. Service history review identified this device has not been in for service in the previous 12 months and there was no indication the complaint was related to previous service of the device. The reported problem could not be duplicated. Downstream occlusion test passed with 18psi. After opening the pump, fluid ingression was found at the bottom of the rear case and some dry fluid traces on the bottom of the main board. The last error code was 42224. Replaced main board, battery compartment, latch/lock, flex sensor, piezo front, dso sensor, bezel, seal and labels.

Event description:
It was reported 'cassette is not attached'. There was unknown patient involvement.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.